Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: the patient was diagnosed with degenerative disc disease of the lumbar spine, l5-s1, and underwent the following procedure: anterior lumbar interbody fusion, cage application and rhbmp-2. No patient complications were reported. On (B)(6) 2006 the patient was discharged. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.